Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing determined that there is no indication of a product malfunction contributing to the adverse event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated six times during the event. The patient was found unconscious in his truck during the event. At 16:44:06 the patient degraded to vf. The lifevest treated the vf at 16:44:29 and converted the arrhythmia to bradycardia (30 bpm). At 17:23:52 the patient transitioned from slow bradycardia to a low-amplitude accelerated idioventricular rhythm (120 bpm). The lifevest delivered a second treatment at 17:24:25. The post-shock rhythm was asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. Treatment #3 was delivered at 17:25:38 during asystole. The patient remained in asystole following the treatment. Oversensing of low-amplitude cardiac signal contributed to the false detection. The electrode belt was disconnected at 19:04:53 and reconnected at 19:05:15, indicating the arrival of bystanders. The lifevest delivered three more treatments between 19:32:07 and 19:33:33 during asystole. CPR artifact contributed to the false detections. The lifevest was shutdown at 20:07:59. The patient was transported to the hospital during the event and was pronounced deceased at the hospital.